Manufacturer narrative:
Additional information: d9, e4, g2 (add source), h3, h4, h6, h10, h11. Correction: d4 model #. H4: the manufacturing date for the suspect lot r23a12024 is 01/13/2024. H11: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage under water, priming, gravity, run simulation, and back pressure testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: expiration date: the lot number involved in this event was unknown; however, potential lot number(s) were provided. The expiration date for lot number r23a12024 is 01/13/2025. D4: unique identifier (UDI) #: the lot number involved in this event was unknown; however, potential lot number(s) were provided. The potential UDI number for lot number r23a12024 is (B)(4). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink syste, non-dehp continu-flo solution sets leaked at the y-site while running total parenteral nutrition (tpn) despite having a green alcohol cap in place. There was no report of patient injury or medical intervention associated with this event. No additional information is available.